Event description:
It was reported that before use of the unspecified bd syringe the syringe just slides out of the needle guard. The guard fit loosely on the syringe so that it did not work. . The following information was provided by the initial reporter: the syringe just slides out of the needle guard and when tried to put the needle guards back on the syringes but they were just too loose.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd syringe the syringe just slides out of the needle guard. The guard fit loosely on the syringe so that it did not work. The following information was provided by the initial reporter: the syringe just slides out of the needle guard and when tried to put the needle guards back on the syringes but they were just too loose.